Manufacturer narrative:
Evaluation of the returned device did not confirm the reported customer issue of the unit not delivering oxygen. The evaluation confirmed that the unit is functioning properly and delivering fio2 as expected. The unit was evaluated and found to be within specification. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported that the unit is not delivering oxygen. No patient injury was reported.